Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of air bubbles anomaly from the reservoir. The customer's blood glucose reading was unknown. The customer stated that approximate size of the air bubbles are half an inch. The customer stated that the pump was not rewound with a reservoir in place. The amount of fixed prime was reprogrammed to 0.3 units. The customer is being sent a replacement reservoir.